Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed. Review of procedural videos/imagery/photographs were performed, and the following was observed: 3mensio imagery reveals that the patient¿s access vessels had presence of calcification and tortuosity.  Device-related photos reveal that the sheath was fully expanded as designed after the procedure. The crimped valve had an inflow strut bent backwards, confirming the reported event of resistance during delivery system advancement through the sheath. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for sheath shaft ¿ resistance with delivery system was confirmed through review of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies.   Per the complaint, ¿some resistance was met midway through sheath but physician was able to then advance and perform valve alignment in the abdominal aorta¿. 3mensio imagery reveals that the access vessel had presence of calcification and tortuosity. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ factors such as calcification and tortuosity can create a challenging pathway for delivery system insertion through the sheath. Calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, which can lead to high push force and resistance. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. The complaint was confirmed, however no manufacturing nonconformances were identified during evaluation. A CAPA and product risk assessment were previously initiated to investigate these events. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices.   The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The arterial dissection was likely due to patient and procedure related factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that after a transfemoral tavr with a 23mm sapien 3 ultra procedure, there was resistance midway while inserting the delivery system through the 14fr esheath.  At the conclusion of the procedure, the esheath was intact, however the patient was found to have a dissection near the right femoral sheath entry site which was stented.  The patient outcome was stable.